Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during the rewind process. The customer did not know the blood glucose reading. He stated that he was going to perform an infusion set change but the device would not start rewinding, just before he received the motor error alarm. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.